Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in intermittent comm loss. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and requested that the customer check the host table for monitored devices. No duplicate ip addresses were found. Nk ts requested assistance from clinical (cits), who asked the customer to confirm that the network switches were on in the facility's closet. The customer reported a cat5 line was cut. Replacing the cable resolved the issue. The root cause is determined to be environment and materials (network disruption due to a cut ethernet cable). A review of the serial number history shows no recurrence of the reported issue. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Event description:
The customer reported that the central nurse's station (cns) was in intermittent comm loss. There was no patient injury reported.

Manufacturer narrative:
According to the customer, they get comm loss for a few seconds and then they get the waveforms again and then it will go back into comm loss. Technical support is working with the customer to resolve the problem. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) is having intermittent communication loss (comm loss). There was no patient injury reported.